Event description:
A tandem mobi cartridge alarm was reported, and it was confirmed to be cartridge alarm 34. It was determined that the pump was not exposed to any external magnets, and the issue occurred during the load process. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer followed the instructions to remove the cartridge, deliver a 9-unit bolus, and successfully reload the original cartridge. Insulin therapy was successfully resumed, and the issue was resolved.